Manufacturer narrative:
The device was not returned for evaluation. However, only the umbrella valve was returned. Testing was performed on the valve by placing the valve in a new unit and performance testing the unit. The reported issue could not duplicate problem. The remainder of lot numbers 60391919, 60331187 and 60280532 from the accounts inventory were also returned for evaluation. All product returned were inspected and performance tested and all passed function testing. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision (s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR. The MFR was notified of this event via the FDA's information analysis branch.

Event description:
It was reported that when the surgeon was performing a debridement on a pt, it was noticed that the umbrella valve from the pulsavac plus gun was found in the wound. The surgeon removed the item from the wound. No injury or adverse consequences were reported, as a result of the incident.